Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system could not completing the boot up process. There is no report of death or serious injury associated with this complaint.